Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "I just wanted to bring to your attention a potential issue with the guide wires in the central line kicks. One of our residents placed a line this weekend and upon retraction of the wire, the upper metallic coating of the wire unraveled as seen above in the picture. The residents report that this is the third incident they have had with the wire unraveled like this and they have heard that vascular surgery had a similar case too. I have never had this issue before with central lines so wanted to see if this could be a potential manufacturing issue. The patient did end up having a small retained wire fragment so this resulted in an adverse event and the patient will require an additional procedure for retrieval." There was no delay to therapy. The patient's current condition is reported as "fine" post procedure. Additional information received reports "I have not been able to connect on the previous incidents, but it seems to be an insertion technique issue from the residents. We are confirming to do education with the inserters which would prevent the wire issues in future." Associated MDR number includes: 9680794-2024-01112, 9680794-2024-01111, 9680794-2024-01109, and 9680794-2024-01110.

Event description:
It was reported "I just wanted to bring to your attention a potential issue with the guide wires in the central line kicks. One of our residents placed a line this weekend and upon retraction of the wire, the upper metallic coating of the wire unraveled as seen above in the picture. The residents report that this is the third incident they have had with the wire unraveled like this and they have heard that vascular surgery had a similar case too. I have never had this issue before with central lines so wanted to see if this could be a potential manufacturing issue. The patient did end up having a small retained wire fragment so this resulted in an adverse event and the patient will require an additional procedure for retrieval." There was no delay to therapy. The patient's current condition is reported as "fine" post procedure. Additional information received reports "I have not been able to connect on the previous incidents, but it seems to be an insertion technique issue from the residents. We are confirming to do education with the inserters which would prevent the wire issues in future." Associated MDR number includes: 9680794-2024-01112, 9680794-2024-01111, 9680794-2024-01109, 9680794-2024-01110.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. Based on the reported complaint details and the customer photo provided, the complaint of guidewire separated in use was able to be confirmed. The photo appeared to reveal that the spring coil had separated from the core wire towards the distal end, however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested. Warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." Based on the reported complaint details and the customer photo provided, the complaint of guidewire separated in use was able to be confirmed. The photo shows a damaged spring coil wire with evidence of unraveling towards the distal end. This in combination with the reported guidewire fragment that had to be surgically removed from the patient is sufficient to confirm the complaint. However, full complaint verification testing to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Arrow guidewires of this type and size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.